Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Seventeen years ago, tha surgery was performed at another hospital using the s-rom modular hip system. Three years ago, it was confirmed through an x-ray that the stem was broken at its distal end. On (B)(6) 2017, revision surgery was performed due to a femoral transverse fracture caused by the patient¿s fall, which was confirmed near 3 cm from the distal end. During the surgery, the stem and sleeve as well as the broken parts were removed. No further information regarding the surgery has been provided from the hospital.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device did not identify a product problem. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pc(B)(4).